Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas was accidentally dropped, resulting in a shattered screen while the device otherwise continued to function; the user was instructed to revert to backup therapy, shut down the device to avoid alerts, and a replacement was provided with instructions that data would not transfer and that the prior device should be returned. Symptoms included no reported impact to blood glucose. Outcomes included continued diabetes management using backup therapy and cgm through the dexcom app or receiver. Investigation included review of the event details and device handling, confirmation of replacement logistics, and verification of return instructions. Investigation of this device revealed damage limited to the display component consistent with accidental physical impact, with no report of dosing errors or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from accidental drop.